Event description:
(B)(4). Weight gain, loss of hair, joint and body pain, pelvic pain, rashes, bloating, discharge, and allergic reaction. Provided by insurance.

Event description:
(B)(4). Painful periods, fatigue, depression and bowel problems.